Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest tightness, shortness of breath and discomfort. The patient was hospitalized weeks later with a low heart rate and a syncopal episode. The patient went into non-sustained ventricular tachycardia followed by cardiac arrest before the implantable pulse generator (ipg) paced. It was suspected that the intermittent poor pacing was due to a connection issue between the implantable pulse generator (ipg) and the lead. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.